Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-155mg/dl not fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer initial call for assistant to set time and date on the meter. Customer is prescribing to albuterol inhaler added about 7-9 days ago and advair inhale, added 3-4 days ago and was not sure if that have caused the increase on the blood sugar. Customer cannot ask the physician since is out of town for a while. Customer has not changed anything other than the new inhalers customer tested the blood glucose once a day to 4 times a day, no set schedule.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction of serial #: (B)(4).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120 mg/dl-155 mg/dl not fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer initial call for assistant to set time and date on the meter. Customer is prescribing to albuterol inhaler added about 7-9 days ago and advair inhale, added 3-4 days ago and was not sure if that have caused the increase on the blood sugar. Customer cannot ask the physician since is out of town for a while. Customer has not changed anything other than the new inhalers customer tested the blood glucose once a day to 4 times a day, no set schedule.